Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on (B)(6) 2025 correlating to the system¿s comm-b line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the modular cable's ability to support the system. No other notable events were observed. The returned modular cable (lot number 10203281) was functionally tested alongside a mock loop, the returned controller (evaluated separately), and known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 10203281, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the family of a ventricular assist device (vad) patient reported on monday on (B)(6) 2025 that they performed a system controller exchange for a flashing yellow alarm on controller (B)(6). Log files were sent from the system controller that was alarming on the patient. The event log displayed multiple strings of backup_battery_fault alarms beginning on (B)(6) 2025 4:16 pm followed by driveline_disconnect / lvad_off alarms at 4:17 pm indicative of a system controller exchange as mentioned. The backup battery (ebb) faults occurred due to a failed ebb load test. Then, the patient returned to the hospital with reports of communication fault alarms on their new controller (B)(6). Log file review of (B)(6) showed multiple driveline_comm_fault alarms / (f20) com_b_fault(s) beginning on (B)(6) 2025 at 7:20 am thru 2:11 pm. The system controller and modular cable were exchanged to resolve the driveline communication fault alarms. Log files after the system controller and modular cable exchange showed there had been no additional communication fault alarms. The log files captured routine events, with no notable alarm conditions or parameter changes.